Event description:
Edwards received notification that a patient with a 3300tfx23mm implanted in the aortic position presented pvl after an unknown implant duration. As reported, the origin of the regurgitation was unknown. A vascular plug was performed to treat the pvl but it was unsuccessful and the pvl remained.

Manufacturer narrative:
Added information to section b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned for evaluation, therefore customer report of perivalvular leak (pvl) could not be confirmed by product evaluation. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 3300tfx23mm implanted in the aortic position presented pvl after an unknown implant duration. A vascular plug was performed to treat the pvl but it was unsuccessful and the pvl remained.

Manufacturer narrative:
The correction was for the initial submission for medwatch MFR # report ID: 2015691-2023-16113 with a report date of (B)(6) 2023. Reference mw # (B)(4) is corrected to MFR report number 2015691-2023-16112. The related report numbers are now included in the corresponding block h10.